Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited high ra impedance measurements of greater than 3000 ohms and no capture. The patient fell in the past and the lead changes appeared to coincide with the time of the fall. The patient was not ra pacer dependant; therefore, device was reprogrammed vvi. No adverse patient effects were reported. The device remains in service.